Event description:
Baxter (B)(4) received a report that an infusor leaked after filling. The device was filled with a solution of fluorouracil and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the root cause is due to a manufacturing defect.

Manufacturer narrative:
(B)(4). Baxter received one sample containing solution in the reservoir. Visual examination of the unit confirmed a leak inside the housing. Visual inspection of the sample showed no detectable signs of abnormality inside the housing. However, during the functional leak test, approximately 30 seconds after filling the reservoir with blue water in order to clearly identify the location of leakage, a pin-hole leak was noted on the reservoir. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.